Manufacturer narrative:
B7: added medical history. D4: added lot #, catalog #, expiration date, di # g5: updated combo product field, added PMA/510k # h4: added device manufacture date. H6: updated method/results code as lot#05130092 provided in the medical records. Conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 1996: [missing records: records for ¿hernia repair¿ were not provided.] (B)(6) 2007: [missing records: records for ¿CT abdomen/pelvis¿ were not provided.] (B)(6) 2007: [facility ni]. (B)(6) md. History and physical. Incisional hernia. History: recurring incisional hernia. Initially diagnosed 2004, but she cancelled her surgery. Never had a colonoscopy, bowels moving fine, significant pain with hernia and slowly enlarging. History hernia repair 1996. Exam: abdomen soft, lower midline incision, recurring incisional hernia. Impression: recurrent incisional hernia, admitted for surgical repair, will undergo colonoscopy day before surgery. (B)(6) 2007: (B)(6) medical center. (B)(6) md. Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incision hernia. Incarcerated omentum. Surgeon: daniel mirelman, md. Assistant: earl riley, md. Anesthesia: general, dr. Elliott. Procedure: laparotomy. Repair of recurrent incisional hernia with dualmesh. Indications: ¿a 60-year-old female with a progressively enlarging recurrent incision hernia found to contain incarcerated omentum and underwent conventional repair with dualmesh. What was done: with the patient in the supine position after satisfactory general endotracheal anesthesia was obtained, the operative field was prepared and draped in the usual sterile fashion. The abdomen was opened through the previous midline incision, carried down through the skin and through the heavy panniculus. The hernia sack [sic] was opened and found to contain incarcerated omentum. The ring was then opened and the omentum was freed from the hernia sack [sic]. The whole incision was opened and multiple secondary hernias, smaller, but all containing omentum were encountered and these were all converted into 1 incision. The omentum completely freed from the hernia and reduced into the peritoneal cavity after obtaining good hemostasis. Hernia sacks [sic] were then removed and discarded. The lateral flaps of the rectus muscle that were fairly thinned out were then developed laterally and was decided to repair the patient with dualmesh. A piece of mesh measuring 15 x 19 cm was then anchored with 0 goretex to the fascia and it was carried down to the peritoneum in a running fashion achieving an excellent closure of the defect. The anterior rectus fascia was then plicated over the dualmesh with a running suture of #1 pds double-strand reinforced by internal retention sutures of #1 vicryl. The parietal sheath of the sack [sic] were then also removed and discarded. The umbilicus anchored to the fascia. Irrigation with saline performed. No bleeding was noted. Subcutaneous tissue closed with vicryl. The skin was closed with staples. Sterile dressings and abdominal binder applied. The patient was extubated and transferred back to recovery room in excellent condition. Sponge pack, needle count, and instrument count reported as correct. Estimated blood loss less than 50 ml.¿ (B)(6) 2007: (B)(6) medical center. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp04. Lot: 05130092. W.l. Gore & associates. Size: 15 cm x 19 cm. Exp date: 2010-05. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/05130092) was implanted during the procedure. (B)(6) 2007: (B)(6) medical center. (B)(6) md. Discharge summary. Final diagnoses: recurrent incisional hernia with incarcerated omentum. Postoperative paralytic ileus. Operation: laparotomy with repair of recurrent incisional hernia using dualmesh (B)(6) 2007. Discharge instructions: continue wound care, restricted activity, daily walking program, home medications resumed. Exam: abdomen soft with lower midline incision, recurrent incisional hernia. Significant findings: left plate of abdomen showed abdominal nonspecific bowel gas pattern suggesting a dynamic ileus. Hospital course: no problems in surgery. Did well immediate postoperative. Dr. Timothy real was asked to see patient for postop medical management. Patient remained stable. On 09/02/07, she had shortness of breath with o2 [oxygen] saturation of 90% on room air. Brief episode of anterior chest pressure, lasted 5 or 10 minutes without radiation. Had some nausea, vomiting, unable to retain breakfast. Troponin ordered, found to be negative. Benicar hct given daily for blood pressure of 149/102. Potassium supplementation added as needed. Symptoms improving by (B)(6) 2007. Passing flatus, normal bowel movement. No other problems presented. Patient released on (B)(6) 2007. Return for scheduled follow up. Records between (B)(6) 2007 and (B)(6) 2015 were not provided. (B)(6) 2015: (B)(6) surgical. (B)(6) . Office notes. Ventral hernia. Incisional hernia with obstruction but no gangrene. History: presents for evaluation of incisional hernia. Arose initially at site where she had a laparoscopic tl [tubal ligation] performed. Currently feels bulging to left and upper end of prior repair. Quality: bulging, painful, reducible. Severity is moderate. Noted 3 years ago. Reports previous repair open (by dr. Mirelman in 2007). Difficulty sitting straight up from lying position, having to roll off to the side. No cough or constipation (but she did have slow return of bowel function after surgery 2007). Seen dr. Abernathy few years ago, declined surgery at that time due to size of operation he proposed. Review of systems: reports abdominal pain, nausea, heartburn, exercise intolerance. Exam abdomen: bowel sounds normal, no guarding, masses, rebound tenderness. Abdomen soft, non-distended. Hernia, incisional, not reducible with significant bulging to left of prior midline incision. Assessment/plan: recurrent incarcerated ventral incisional hernia. Cannot determine size of defect by exam. Possible she would require a component separation to bring fascia together. Will get a CT of abdomen to determine size, then have her return to discuss operation. [Missing records: records for ¿CT abdomen¿ were not provided.] (B)(6) 2015: (B)(6) medical center. (B)(6) , md. Operative report. Preoperative diagnosis: recurrent incarcerated ventral incisional hernia. Postoperative diagnosis: recurrent incarcerated ventral incisional hernia. Procedures performed: bilateral myocutaneous flap of the trunk. Repair of incarcerated recurrent ventral incisional hernia. Removal of prosthetic material from abdominal wall. Assistant: william earle riley, md. Anesthesia: general. Complications: none. Estimated blood loss: 100 ml. Indications: a 68-year-old woman with a large recurrent ventral incisional hernia within incarceration. Description of procedure: ¿the patient was taken to the operating room, placed in the supine position. She received general anesthesia, preoperative antibiotics and foley catheterization, was sterilely prepped and draped. Timeout was observed. Skin incision was made through paramidline incision. I dissected down to the hernia sac, which was entered. The entirety of the hernia sac was then opened. The patient had a 3-cm diameter hernia above the level of her 10-cm hernia. I began by performing lysis of adhesions of the incarcerated material from the hernia sac. This was reduced into the abdominal cavity. I identified the mesh, which was along the right side of the repair with the defect to the left of the mesh. It appeared to be a piece of ptfe [polytetrafluoroethylene]. I then removed the mesh from the anterior abdominal wall using electrocautery. I then identified the medial margins of the midline fascia. She had a gap appeared to be approximately 12-14 cm wide. The hernia sac was then excised bilaterally. At the completion of this, on the left side, her hernia sac had extended out lateral to the rectus muscle. On the right side, it was medial to the lateral edge of the rectus. On the left side, I then proceeded to perform an open myocutaneous flap of the trunk. The external oblique was incised lateral to the margin of the rectus. This was extended up to the costal margin and down to the left lower quadrant just above the level of the pubis. I then freed the external oblique from the underlying internal oblique. This allowed for improved mobilization of the left rectus in the midline. On the right side, I performed identical procedures, but it was performed laparoscopically. I incised the skin in the external oblique. I then digitally created a pocket in that site. Using the laparoscopic balloon trocar, I created the space between the internal and the external oblique. A 5-mm trocar was placed cephalad and caudad. Following this, I released the external oblique from the costal margin down to the right lower quadrant. Following this, 19-french round blake drains were placed in bilateral component separation spaces and sutures in place with drain stitches. I then confirmed that adequate mobilization to bring midline back together. I placed a 15.5 x 25.7 cm ventrio st hernia patch. It was secured to the anterior abdominal wall using 0 nurolon and absorbable tacker. This did a good job to isolate the bowel from the anterior abdominal wall. Instrument, needle and sponge counts were correct prior the mesh placement. I then closed the fascia in the midline using #1 pds [polydioxanone suture]. I then irrigated the wound and a 19-french round blake drain was placed in the midline. Skin was closed at all sites using staples. Dressings were applied. The patient tolerated the procedure well.¿ (B)(6) 2015: (B)(6) medical center. Implant sticker. Ventrio st hernia patch. Bard. (B)(6) 2015: (B)(6) medical center. (B)(6) , md. Discharge summary. Primary diagnoses: large recurrent ventral incisional hernia. Procedures performed: bilateral component separation and open repair of recurrent incarcerated ventral incisional hernia and removal of prior mesh. History: recurrent incarcerated ventral incisional hernia. Hospital course: underwent uncomplicated hernia repair and bilateral component separation. Uneventful postoperative convalescence. Appetite and bowel function returned postoperative day #3. Diet advanced, discharged home postoperative day #4. Ambulating, tolerating diet, pain controlled with oral pain medications. Discharged home, good condition. Instructions: follow up dr. Albright 2 weeks, diet as tolerated, no lifting more than 15 pounds for 6 weeks. Norco for pain. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1994, 2240, 3191: appropriate term/code not available for ¿bulging¿) were reported based on the original complaint and are no longer applicable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2006 through (B)(6) 2015 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Records from (B)(6) 2007 through (B)(6) 2015 were not provided. Patient information: medical history: obesity: (B)(6) 2007: 216 lbs., bmi 33.8, (B)(6) 2015: 226 lbs., bmi 35.9, (B)(6) 2015: ¿history obesity¿, (B)(6) 2007: postoperative paralytic ileus, (B)(6) 2015: recurrent incarcerated ventral incisional hernia, recurrent kidney infection, gastroesophageal reflux disease [gerd], diverticulitis. Surgical procedures: unknown date: hernia cyst removed unknown date: ¿kidney stone removed, bladder surgery¿ unknown date: appendectomy unknown date: laparoscopic tubal ligation 1987: hysterectomy 1996: hernia repair (B)(6) 2007: laparotomy, repair of recurrent incisional hernia with dualmesh. Implant gore® dualmesh® plus biomaterial. (B)(6) 2015: bilateral myocutaneous flap of the trunk, repair of incarcerated recurrent ventral incisional hernia, removal of prosthetic material from abdominal wall. Implant ventrio st hernia patch. Implant preoperative complaints: (B)(6) 2007: history and physical: ¿recurring incisional hernia. Initially diagnosed 2004, but she cancelled her surgery. Never had a colonoscopy, bowels moving fine, significant pain with hernia and slowly enlarging. History hernia repair 1996. Exam: abdomen soft, lower midline incision, recurring incisional hernia. Impression: recurrent incisional hernia, admitted for surgical repair.¿ (B)(6) 2007: indication: ¿a 60-year-old female with a progressively enlarging recurrent incision hernia found to contain incarcerated omentum and underwent conventional repair with dualmesh.¿ implant procedure: laparotomy. Repair of recurrent incisional hernia with dualmesh. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp04/05130092, 15cm x 19cm x 1mm thick, oval] implant date: (B)(6) 2007 [hospitalization dates (B)(6) 2007]. Wound classification: not provided. Description of hernia being treated: ¿the abdomen was opened through the previous midline incision, carried down through the skin and through the heavy panniculus. The hernia sack [sic] was opened and found to contain incarcerated omentum. The ring was then opened and the omentum was freed from the hernia sack [sic]. The whole incision was opened and multiple secondary hernias, smaller, but all containing omentum were encountered and these were all converted into 1 incision. The omentum completely freed from the hernia and reduced into the peritoneal cavity after obtaining good hemostasis. Hernia sacks [sic] were then removed and discarded. Implant size and fixation: ¿the lateral flaps of the rectus muscle that were fairly thinned out were then developed laterally and was decided to repair the patient with dualmesh. A piece of mesh measuring 15 x 19 cm was then anchored with 0 goretex to the fascia and it was carried down to the peritoneum in a running fashion achieving an excellent closure of the defect. The anterior rectus fascia was then plicated over the dualmesh with a running suture of #1 pds double-strand reinforced by internal retention sutures of #1 vicryl. The parietal sheath of the sack [sic] were then also removed and discarded. The umbilicus anchored to the fascia. Irrigation with saline performed. No bleeding was noted. Subcutaneous tissue closed with vicryl. The skin was closed with staples.¿ (B)(6) 2007: discharge summary: ¿did well immediate postoperative.¿ relevant medical information: (B)(6) 2015: surgery office visit. ¿ventral hernia. Incisional hernia with obstruction but no gangrene. History: presents for evaluation of incisional hernia. Arose initially at site where she had a laparoscopic tl [tubal ligation] performed. Currently feels bulging to left and upper end of prior repair. Quality: bulging, painful, reducible. Severity is moderate. Noted 3 years ago. Reports previous repair open ((B)(6)). Difficulty sitting straight up from lying position, having to roll off to the side. No cough or constipation (but she did have slow return of bowel function after surgery 2007). Seen dr. A few years ago, declined surgery at that time due to size of operation he proposed. Review of systems: reports abdominal pain, nausea, heartburn, exercise intolerance. Exam abdomen: bowel sounds normal, no guarding, masses, rebound tenderness. Abdomen soft, non-distended. Hernia, incisional, not reducible with significant bulging to left of prior midline incision. Assessment/plan: recurrent incarcerated ventral incisional hernia. Cannot determine size of defect by exam. Possible she would require a component separation to bring fascia together. Will get a CT of abdomen to determine size, then have her return to discuss operation.¿ explant preoperative complaints: (B)(6) 2015: preoperative diagnosis: ¿recurrent incarcerated ventral incisional hernia.¿ explant procedure: bilateral myocutaneous flap of the trunk. Repair of incarcerated recurrent ventral incisional hernia. Removal of prosthetic material from abdominal wall. Explant date: (B)(6) 2015 [hospitalization (B)(6) 2015]. Procedure: ¿skin incision was made through paramidline incision. I dissected down to the hernia sac, which was entered. The entirety of the hernia sac was then opened. The patient had a 3-cm diameter hernia above the level of her 10-cm hernia. I began by performing lysis of adhesions of the incarcerated material from the hernia sac. This was reduced into the abdominal cavity. I identified the mesh, which was along the right side of the repair with the defect to the left of the mesh. It appeared to be a piece of ptfe [polytetrafluoroethylene]. I then removed the mesh from the anterior abdominal wall using electrocautery. I then identified the medial margins of the midline fascia. She had a gap appeared to be approximately 12-14 cm wide. The hernia sac was then excised bilaterally. At the completion of this, on the left side, her hernia sac had extended out lateral to the rectus muscle. On the right side, it was medial to the lateral edge of the rectus. On the left side, I then proceeded to perform an open myocutaneous flap of the trunk. The external oblique was incised lateral to the margin of the rectus. This was extended up to the costal margin and down to the left lower quadrant just above the level of the pubis. I then freed the external oblique from the underlying internal oblique. This allowed for improved mobilization of the left rectus in the midline. On the right side, I performed identical procedures, but it was performed laparoscopically . I incised the skin in the external oblique. I then digitally created a pocket in that site. Using the laparoscopic balloon trocar,I created the space between the internal and the external oblique. A 5-mm trocar was placed cephalad and caudad. Following this, I released the external oblique from the costal margin down to the right lower quadrant. Following this, 19-french round blake drains were placed in bilateral component separation spaces and sutures in place with drain stitches. I then confirmed that adequate mobilization to bring midline back together. I placed a 15.5 x 25.7 cm ventrio st hernia patch. It was secured to the anterior abdominal wall using 0 nurolon and absorbable tacker. This did a good job to isolate the bowel from the anterior abdominal wall. Instrument, needle and sponge counts were correct prior the mesh placement. I then closed the fascia in the midline using #1 pds [polydioxanone suture]. I then irrigated the wound and a 19-french round blake drain was placed in the midline. Skin was closed at all sites using staples.¿ (B)(6) 2015: discharge summary: ¿uneventful postoperative convalescence. " ¿follow up 2 weeks, diet as tolerated, no lifting more than 15 pounds for 6 weeks.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 05130092. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/04: [missing records: records for initial diagnosis of incisional hernia in 2004 were not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent a laparoscopic incisional hernia repair on (B)(6) 2007 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2015, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: hernia recurrence, pain, bulging. Additional event specific information was not provided.